Manufacturer narrative:
No damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin swelling and no issues were found. The exact cause of the swelling could not be conclusively determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 23.7 mmol/l (426.6 mg/dl). The pod was worn between 1 and 4 hours on the arm. It was noted that the cannula was bent. Hyperglycemia treated with correctional bolus and a new pod.